Event description:
It was reported that this left ventricular (lv) lead was explanted due to phrenic nerve stimulation. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to phrenic nerve stimulation. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.